Event description:
Reportedly, the subject home monitor was sent to patient¿s home on 2 august 2016 and was installed on 4 august 2016. On (B)(6) 2017, the monitor stopped working (a remote follow-up was scheduled during the night but no report was transmitted). On 11 january 2017, the patient reported that the led of the power block of the cable was off. A new power cable was sent to the patient on 24 january 2017. On (B)(6) 2017, the patient connected the new cable but the monitor did not work and the power block of the cable did not show any light. Then it was decided to replace the home monitor and the cable. When received at the warehouse, it was observed that the power supply of the home monitor was out of order. The subject home monitor will be returned for analysis.

Event description:
Reportedly, the subject home monitor was sent to patient's home on (B)(6) 2016 and was installed on (B)(6) 2016. On (B)(6) 2017, the monitor stopped working (a remote follow-up was scheduled during the night but no report was transmitted). On (B)(6) 2017, the patient reported that the led of the power block of the cable was off. A new power cable was sent to the patient on (B)(6) 2017. On (B)(6) 2017, the patient connected the new cable but the monitor did not work and the power block of the cable did not show any light. Then it was decided to replace the home monitor and the cable. When received at the warehouse, it was observed that the home monitor was out of order. The subject home monitor will be returned for analysis.

Manufacturer narrative:
Preliminary analysis results confirmed that whatever the power cable used, the power block was on but the home monitor would not turn on. The root cause of this behavior could not be identified.

Event description:
Reportedly, the subject home monitor was sent to patient¿s home on (B)(6) 2016 and was installed on (B)(6) 2016. On (B)(6) 2017, the monitor stopped working (a remote follow-up was scheduled during the night but no report was transmitted). On (B)(6) 2017, the patient reported that the led of the power block of the cable was off. A new power cable was sent to the patient on (B)(6) 2017. On (B)(6) 2017, the patient connected the new cable but the monitor did not work and the power block of the cable did not show any light. Then it was decided to replace the home monitor and the cable. When received at the warehouse, it was observed that the home monitor was out of order. The subject home monitor will be returned for analysis.